Manufacturer narrative:
The prismaflex hf1000 set was discarded and not available for inspection. Review of the prismaflex hf1000 set device history record and complaint history files could not be performed since the involved lot number was not known. The cause of the patient death remains unknown.

Event description:
(B)(4).